Event description:
Reporter stated that in march 2006 her mother received rf ablation for a non small cell anterior left lung tumor. Pt was informed that she would be the third person to receive this treatment because it was a new application of this technology. The procedure was uneventful, but reporter states that her mother had occasional pain at the tumor bite that was relieved with acetaminophen. CT and pet scans showed that the tumor tripled in size. Pt under went 30 treatments of "xrt" and was offered chemo, however, she declined. Pt expired july 2007. Reporter states that she is willing to release her mother's treatment plan for further studies for this type of procedure.